Event description:
Lilly case ID: (B)(6) this spontaneous case, reported by a consumer, concerns an adult (B)(6) female patient; she was born on (B)(6) 1952. Medical history of the patient included hypertension for over 20 years and high cholesterol. In 2003, the patient put a bypass and because of it she was hospitalized during 14 days in the intensive care unit (ICU) and 10 days in the hospital ward. Concomitant medications included enalapril, atenolol, clonidine hydrochloride, acetylsalicylic acid, clopidogrel and an unspecified diuretic for hypertension, atorvastatin calcium for high cholesterol, deflazacort, diacerein, cyclobenzaprine hydrochloride, famotidine and pregabalin for neuropathy, and insulin glargine for glycemic control. The patient received lispro insulin (humalog), cartridge, 18 iu in the morning, 18 iu at lunch and 16 iu at dinner, subcutaneously (in the abdomen and thigh), for diabetes, beginning in 2007. On unspecified date in 2007, reported as since beginning lispro insulin therapy via humapen luxura burgundy, the patient experienced injection site pain, purple at injection site and the skin at injection site was hard, even making the rotation of the injection sites. The patient did not receive corrective treatment for these events and did not recover of them. On unspecified date in 2007, unknown exact time after beginning lispro insulin therapy via humapen luxura burgundy, the patient was diagnosed as neuropathy and due to it she experienced pain in the hands, and her hands were numb as if she did not feel the hands. As corrective treatment she received deflazacort, diacerein, cyclobenzaprine hydrochloride, famotidine and pregabalin. It was provided the patient felt better when received the corrective treatment, but if she did not receive them the pain returned. The patient did not recover from neuropathy. On unspecified date after 2007, on two different dates, reported as after beginning lispro insulin therapy, the patient put two stents in her right leg, and on unspecified date in 2014, the she put one stent also in the right leg because she was with unspecified heart veins clogged. In the three times the patient stayed on the ward for 24 hours without moving her leg, did not need to stay in the ICU and was discharged. The event of unspecified heart veins were clogged was considered serious by the company due to medically significant reasons. It was provided the patient did not recover from this event. On unspecified date in (B)(6)2015, the patient left the humapen luxura burgundy (lot number 1010b01) fall to the ground (product complaint number 3352865), the device and the cartridge of lispro insulin broke; the injection button was not turning to select the dose. Also, it was provided the patient removed lispro insulin from cartridge with a syringe and she performed the injections with the same syringe. On unspecified date, the patient was diagnosed with infarction and water in the lung (as reported). Also, the patient underwent blood test, on unspecified date, and she was diagnosed with hyperglycemia. Because of infarction, water in the lung and hyperglycemia the patient was admitted to the hospital on (B)(6)2015. The patient was intubated and received insulin glargine and lispro insulin for glycemic control. The patient was discharged from hospital on (B)(6) 2015. The patient recovered from the events of infarction, water in the lung and hyperglycemia. On unspecified date, reported as after hospitalization of (B)(6) 2015, the patient had a white in the head and forgot everything (as reported); she was forgetting things from day to day and because of that she could not leave home alone according to medical advice. The patient did not received corrective treatment and did not recover from this event. It was also provided the patient has been using the same humapen luxura burgundy for five years, she always reused the needles and she placed her index finger on the injection button of device to perform the injection. The lispro insulin therapy was continued. The patient was the operator of device and she was a trained user. The patient has been using this device model since 2007 and the reported device since 2010. There was evidence of improper use. The device was not returned therefore evaluation was not possible. The reporting consumer did not relate any event to lispro insulin therapy; however, it provided that all the events occurred due to medical history of the patient and that she was already very weak. Also, the reporting consumer thought the events of injection site pain, purple at injection site and the skin at injection site was hard were related to injection with needle. No other opinion of relatedness was provided. Edit (B)(6) 2015: it was added product complaint number of humapen luxura burgundy in narrative. Update (B)(6) 2015: additional information was received on (B)(6) 2015 from the product complaint safety database. Lot number a839330 was corrected to 1010b01 for product complaint (B)(6). The product tab for humapen luxura burgundy and the narrative were updated with the change. Update (B)(6) 2015: additional information was received on (B)(6) 2015 from the product complaint safety database. To the device tab added the device specific safety summary, updated the EU/ca fields, and updated the narrative accordingly. Update (B)(6) 2015: upon review, this case was opened to update the medwatch fields for regulatory reporting.

Manufacturer narrative:
(B)(6). No further follow up is planned. Evaluation summary: a patient reported that she dropped her humapen luxura device and it broke: the dose knob would not turn anymore to select a dose and the insulin cartridge broke. She experienced hyperglycemia. The device was not returned to the manufacturer for investigation (batch 1010b01, manufactured october 2010). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. However, based on the complaint description, the breakage occurred while in the field. The patient subsequently injected insulin from a cartridge with a syringe. There is evidence of improper use. The patient reused needles. This may be relevant to the complaint of hyperglycemia.